Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED), and the actual device involved was returned by the user. The device was returned for routine maintenance (software update). Testing found the device was delivering less than the selected energy output. Investigation found that the low energy delivery was due to cracked solder joints at the secondary side of a transformer on the defibrillator board. The solder joints were resoldered to correct the problem and the device then operated correctly. The device subsequently passed acceptance testing before returning to the customer.

Event description:
During a device software upgrade request, internal testing identified that the device delivered 53j instead of the 200j.